Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported via manufacture representative that the patient¿s wound would not close. It was noted that routine pathology tests were negative. The patient had their wound cleaned out and resutured (B)(6) 2020 as it never healed properly. The patient has had a regular wound redressing with gp since. The healthcare provider reported that the wound still did not look good and claimed that maybe tyrx had prevented proper healing and noted that a previous patient had issues as well (not reported).